Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the patient's esophagus to treat an esophageal fistula, several months prior to (B)(6), 2011. According to the complainant, the stent placement procedure reportedly went well. Post procedure the patient's symptoms persisted. On (B)(6), 2011, a follow up esophagogastroduodenoscopy (egd) was performed at a different hospital by a different doctor. During the egd, it was determined that the stent had migrated distally within the esophagus, which subsequently re exposed the fistula. The physician advanced rat tooth forceps down the olympus egd scope, and positioned it within the patient's esophagus. When the physician attempted to remove the stent, the stent suture broke. At that point, the physician "did not feel comfortable" removing the stent by pulling the stent across the fistula; therefore, a second wallflex esophageal fully covered stent was implanted proximal to the original stent to cover the fistula. The procedure was completed without patient complications. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
The complainant was unable to report the upn or lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. A visual and functional examination of the complaint device could not be performed since the device remains implanted. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication. Stent migration is listed as a post stent placement complication in the directions for use (dfu) / product label.